Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked retainer, stained serial number label, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms. The customer was treated with 60 ounces of water and ate. Customer¿s blood glucose level was advised as 537 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that pump was shut off and he had the high blood glucose level. Customer was assisted troubleshoot for low battery. Checked alarm history for power error detected and stated that they had them prior to new battery cap. Customer advised to monitor the pump and replace. Customer also stated that delivery stopped insert new battery now. The product was not returned for analysis.